Manufacturer narrative:
This report is filed december 18, 2013.

Event description:
Per the clinic, the patient experienced a loss of fixture during a procedure on (B)(6) 2013, to change the abutment due to skin overgrwoth. The wound was sutured and the patient received antibiotic treatment (type & date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.